Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the touch screen became cracked while customer jumped on a trampoline. Additionally, the touch screen became unresponsive and customer was unable to interact with touch screen due to the damage. Customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.